Manufacturer narrative:
Method - follow-up with patient.

Event description:
It was reported that the patient underwent an x-stop procedure at levels l3/l4 and l4/l5 in (B)(6) 2007 and had some relief of pain from the procedure. In (B)(6) 2008, the device at level l4/l5 became dislodged. Physician communicated to patient "the joint remained open because of the device and recommended to leave the device as is; the next step would be major surgery with a fusion and instrumentation". Reportedly, patient continues with sciatica right hip, right buttocks and right leg. Patient medications: celebrex, ultram; treatments: acupuncture, physical therapy, massage; epidurals. Post recent deep tissue massage, patient reported that his "pain has increased and is sharper pain". He is symptomatic with "back pain, buttocks pain, right leg sciatica, right hip and lower right thigh pain, and left foot numbness". No additional information was reported.